Event description:
The customer reported the monitor will go blank while shooting x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the foot switch. System operates as intended. (B)(4).